Event description:
It was reported that the insulin pump alarmed low battery without an audible beep. The customer stated that he saw the alert but that the insulin pump did not beep. He reported having trouble hearing the beeps and was assisted with changing the alert type setting to vibrate. Upon troubleshooting, the insulin pump passed the self test. The blood glucose reading was 287 mg/dl, and the customer was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.